Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded by the facility. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the button from the ar-2658tr snapped off the inserter during insertion for a clavicle fracture procedure. The surgeon had pre-drilled with the ar-2272 (lot 10167281). The suture was cut and the button was removed from the patient. The case was completed with a cerclage procedure. There were no additional incisions needed.